Event description:
It was reported by service report that the bed was stuck in high height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the motion interrupt pan jammed against one of the four microswitch sensing locations.